Event description:
It was reported that the ventilator was initially connected to the external battery which was inadvertently disconnected from the ventilator pigtail. The ventilator shut down with no audible alarm. The patient's nurse does not recall seeing a message to indicate a low internal battery but reported the ventilator indicated an orange light on the battery level. The nurse was with the patient the entire time of the incident.

Manufacturer narrative:
Na